Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 1568 ml of whole blood was processed when they noticed a leak. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition and would begin a new treatment with a new kit. The customer will return the kit and returned photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k202 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k202 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs is still in progress. The complaint kit has not yet been received. A supplemental report will be filed when the analysis is complete. (B)(4).

Manufacturer narrative:
The complaint kit, smart card and photographs were returned for investigation. Review of the data on the returned smart card showed the treatment proceeded to the photoactivation phase of the procedure and was aborted when 1568ml of whole blood had been processed. The provided photographs verify a blood leak from the y-connector in the pump tubing organizer (pto). The leak appears to be coming from the location where the yellow stripe tubing is bonded to the y-connector. Examination of the returned kit verified a blood leak occurred at the same location seen in the photographs. The returned kit was pressure tested to check for leaks and no leaks were seen coming from the bond between the y-connector and the yellow and red stripe tubing. Solvent was present in the bond socket and on the tubing. A material trace of the y-connectors and tubing used to build kit lot k202 found one related non-conformance. The related non-conformance was associated with y-connector lot # 1000835 which involved a leak identified at the same location during finished product release testing for a different kit lot. A device history record review for kit lot k202 did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the pto leak was most likely due to a sink in the y-connector bond socket. No further action is required at this time. This investigation is now complete. (B)(4) 12 oct 2022.

Manufacturer narrative:
Correction: d9: device available for evaluation? No. H3: device evaluated by manufacturer? Not returned to manufacturer. Photographs were provided by the customer for evaluation. The complaint kit was not returned. The provided photographs verify a blood leak from the y-connector in the pump tubing organizer (pto). The leak appears to be coming from the location where the yellow stripe tubing is bonded to the y-connector. A material trace of the y-connectors and tubing used to build kit lot k202 found one related non-conformance. The related non-conformance was associated with y-connector lot # 1000835 which involved a leak identified at the same location during finished product release testing for a different kit lot. A device history record review for kit lot k202 did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the pto leak was most likely due to a weak solvent bond or due to a sink in the y-connector bond socket; however, a definitive root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 01-apr-2022.